Event description:
On (B) (6)-2010, (B) (6) medical center contacted a representative of medivators corporation; in regards to a problem with their pentax eus (B) (4) scope. They started using a new scope buddy to assist them in manually pre-cleaning endoscopes. The scope was manually pre- cleaned and then reprocessed in the endoscope disinfector. It still had blood in the elevator channel. They were using the dsd-110-hu-0109 hook-up. Which was recommended in our hook-up guide.

Manufacturer narrative:
This issue was first discovered during training on use of the scope buddy at the user facility. The scope buddy does not clean endoscopes; it helps the technician as a flushing aid during the manual cleaning of endoscopes. Facility states in its user report that an incorrect connector was used. Facility presented this issue in general terms without specifying the connector or the endoscope at issue. In fact, the issue was limited to the use of the dsd-110-hu109 connector with the pentax eg-3630u ultrasound endoscope. A misprint in our revision m of our hook-up application guide specified the use of the dsd-110-hu0109 with this specific endoscope, although during much of the time in question, the directions for using this connector were correct (as explained below). A labeling field correction due to this misprint is currently underway and has been reported to the FDA. A new revision n of our hook-up application guide has been provided to facility. Facility also states that this incorrect connector, the dsd-110-hu109, has been used for four years. This is an inaccurate statement. Notwithstanding revision m of the hook-up application guide, prior to september 2009, the directions for use supplied to customers of this hook-up connector provided proper and clear instructions regarding use with the particular pentax scope at issue. These directions specifically advised, under the heading endoscope-specific connections: the following connections apply, depending on scope variations. -eg-3630u ---note: for elevator wire channels requiring reprocessing, refer to the manual reprocessing instructions in the pentax owner's manual. Do not reprocess exposed elevator/wire channels in the dsd and ssd endoscope reprocessor. Minntech's investigation has revealed that (B)(6) purchased two dsd-110-hu0109 connectors in may 2005, which indicates that (B)(6) was in possession of correct directions for use from the time of that purchase. Since these connectors would have contained the directions for use referenced above. Had these directions been accurately followed and the elevator wire channel manually disinfected per said directions, no potential risk would have occurred. Minntech made a verbal recommendation to the facility to change the dsd-110-hu0144 endoscope hookup after the in-service training for the scope buddy flushing aid in may 2010, several weeks after (B)(6) purchased an additional dsd-110-hu0109 connector. MDR #2150060-2010-00126 was filed by minntech.

Manufacturer narrative:
The facility discovered the scopes were not pre- cleaned properly (manually) when they started using the scope buddy. The hook-up guide (revision m) recommends that after the proper manual cleaning as specified by pentax, the customer should utilize the dsd-110-hu0109 hook-up in conjunction with certain pentax manual cleaning adapters for high level disinfection of this endoscope. The dsd hook-up that should have been designated to reprocess the model eg-3630u is the dsd-110-hu0144. The combination of pentax manual cleaning adapters for use with the eg-3630u remains unchanged. Medivators require that the eg-3630u must be properly cleaned in accordance with pentax manual cleaning adapters (pentax of-b72 and pentax of-b10). Provided the wire channel was properly connected to the dsd110hu0109 using the pentax of-b72 cleaning adapter, patient infection risk from not connecting and reprocessing the balloon fitting channel is minimal, as the balloon fitting channel does not have direct patient contact during the endoscopic procedure. Medivators has corrected the hook-up application guide. No patient injuries have been reported as of 6-17-2010. If additional information becomes available, a follow-up report will be sent.